Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that two right atrial (ra) leads and two right ventricular (rv) leads exhibited high capture thresholds, resulting in loss of capture. The physician suspected this might have been due to the patient¿s anatomy. All ra and rv leads were not used. The physician implanted a leadless pacemaker and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to the damaged inner insulation consistent with procedural damage. No lead anomalies were found except for procedural damage.